Event description:
Stapler did not completely cut and release and it tore the anastomosis. Had to completely revise the anastomosis and use a 2nd stapler. 2nd stapler worked using the same technique. FDA safety report ID (B)(4).